Event description:
It was reported while testing with bd phoenix¿ nid, enterobacter cloacae was misidentified as klebsiella ozaenae. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of klebsiella ozaenae when using phoenix panel nid (catalog number 448007) batch number 3031632. The customer did not return phoenix generated lab reports, isolates or panels for the investigation. To investigate, three retention panels of the complaint batch were tested using in house isolates k. Ozaenae enf 10097 on a phoenix m50 machine and evaluated for identification results. Also, one control panel from the same material but different batch were tested using in house isolate k. Ozaenae enf 10097 on a phoenix m50 machine and evaluated for identification results. All four panels identified their inoculated isolate as k. Ozaenae, therefore, this complaint is not confirmed for misidentification. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed no additional complaints on complaint batch 3031632. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd phoenix¿ nid, enterobacter cloacae was misidentified as klebsiella ozaenae. There was no health impact or consequences reported.